Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6. (Type of investigation, investigation findings, component codes, medical device ¿ problem code, investigation conclusions). The customer reported surfaced a gas loss alarm while on a patient. The customer reported that a gas loss alarm appeared during therapy, prompting them to swap the console to continue treatment without further issue. The event was reported on 3 december. A getinge field service engineer (fse) inspected the unit but was unable to replicate the helium leak. Initial testing included a simulated treatment using a test catheter and trainer, during which the unit operated without issue.a review of the device logs revealed a gas loss alarm recorded on (B)(6) at approximately 0940 hours, which aligned with the customer¿s account. Several occurrences of code 77 were also noted leading up to the alarm. No other unusual activity was identified in the logs. All manifold tests passed, and the regulator and transducers were within specification during initial evaluation. The fse noted that the transducers and drive manifold were original components from 2014, though still in acceptable physical condition. The fse replaced the vacuum tube assy (d0004-00-0092), pressure tube assy (d004-00-0093), pressure transducer (d682-00-0091-01) and drive manifold assembly (d104-00-0031) as precaution. After replacement, the unit was successfully calibrated and passed all functional and safety tests in accordance with factory specifications. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: (B)(6) 2 apr 2026. The failure analysis and testing dept. Received the following parts associated with this complaint: (B)(4). Parts were received with a reported failure of a gas loss alarm and several code 77s. The fat performed a visual inspection and found the part to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev. Av.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a gas loss alarm during use. The users opted to swap out console to continue treatment without issue. There was no patient harm reported.